Manufacturer narrative:
It is not possible to determine a manufacture date without a reagent lot number.

Event description:
A hospital in a foreign country performed blood glucose tests on neonates using contour ts meters and non-bayer meters. The contour ts routinely read high compared to the other meter. One infant received a contour blood glucose reading of 104 mg/dl, while the other meter read 58 mg/dl. Another infant received contour blood glucose readings of 109 and 90 mg/dl, while the other meter read 65 and 56 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. No product will be returned for eval.